Event description:
It was reported by the patient that they are experiencing unspecified suffering related to implant of this inflatable penile prosthesis (ipp). They expressed desire to be connected with a healthcare practitioner or company representative. No additional details have been obtained to date despite good faith efforts. No further patient complications were reported.

Event description:
It was reported by the patient that they are experiencing unspecified suffering related to implant of this inflatable penile prosthesis (ipp). They expressed desire to be connected with a healthcare practitioner or company representative. No additional details have been obtained to date despite good faith efforts. No further patient complications were reported.

Manufacturer narrative:
Corrected fields: h6 impact codes, device codes.